Event description:
Air was entering a syringe during set-up prior to a procedure. The source of the air leakage was believed to be at the connection of the syringe to the manifold. The device was discarded and not used on the pt. There was no pt injury.